Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: adsr01 ipg, implanted (B)(6) 2014; d314drg ICD, implanted (B)(6) 2012; 6943-65 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented with diaphragmatic stimulation. It was determined that the patient's right atrial (ra) lead had dislodged and appeared to have fallen out of the atrium. The ra lead was explanted and replaced, and the patient's right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.